Event description:
Customer sent device for internal water pathway replacement due to suspected contamination.

Manufacturer narrative:
The customer requested an internal water pathway replacement stating the device was cloudy and dirty. The device was sent to cardioquip and tested. Cfu counts exceeded the acceptance criteria set by cardioquip. The device went through an internal water pathway replacement and afterwards, according to lab results, the cfu count met the acceptance criteria. The device was inspected and is fully functional.